Manufacturer narrative:
Investigation summary: bd received 52 samples for investigation from three different lot numbers: 19 samples from lot number 4339065, 13 samples from lot number 4184734, and 20 samples from lot number 5211577. Additionally, 1 photo was provided showing three tubes from lot number 5211577. All samples underwent visual inspection for additive abnormality. Out of these, 10 of the 19 samples from lot number 4339065, 12 of the 13 samples from lot number 4184734, and 16 of the 20 samples from lot number 5211577 failed the inspection. The photo depicted three tubes from lot number 5211577 with rundown additive defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4184734, 4339065 and 5211577, for the indicated failure mode: additive abnormality. Bd has initiated further root cause investigation relating to the issue of additive abnormality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® serum plus blood collection tubes, white specks were seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® serum plus blood collection tubes, white specks were seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.